Event description:
Additional information received reported there was no event. It was stated that the device improved lower urinary tract symptoms (luts). No hospitalization was reported and the patient outcome was listed as no injury.

Event description:
It was reported that the patient's system was removed a couple of years after implant because it was not working. Additional information has been requested, and when available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient product ID 3889-33, lot# v014403, implanted: 2007-(B)(6), product type lead. (B)(4).